Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, at inflation, it was noted that the balloon ruptured. However, it was further reported that the device was simply removed from the patient's body. The procedure was completed with non bsc device. No complications were reported. The patient was good post procedure.

Manufacturer narrative:
The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal to the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no damage or issues with the shaft or hypotube of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, at inflation, it was noted that the balloon ruptured. However, it was further reported that the device was simply removed afrom the patient's body. The procedure was completed with non bsc device. No complications were reported. The patient was good post procedure.